Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported damage was confirmed. Based on the results of the investigation, the root cause of the light source damage was due to a faulty lamp socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the light source was damaged. The issue occurred at preparation for use for a laparoscopic procedure. The procedure was completed with the same type of equipment. There were no reports of patient harm.